Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was white stuff on shirt and belly and around a connector site on patient's tubing. The pump stopped with a total reservoir volume of 68.6 ml and pump powered off. They closed the clamps on tubing near the patient and the pump. The event occurred while in use with patient at patient's home and there was no reported patient harm/adverse event.